Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) while in the packaging. It was reported that the monitoring voltage was 2.21volts, and the charge time was 4.1 seconds. The device will be returned to guidant for analysis.